Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the clinic due to beeping tones. During interrogation, it was discovered that the beeping alert indicated high out of range right ventricular (rv) lead pacing impedances were recorded. The presenting electrogram (egm) was reviewed and the rv lead was found to exhibit high pacing thresholds and high out of range pacing impedance measurements that were greater than 2000 ohms. Further review of the egm showed the device exhibited oversensing noise that led to two bursts of anti-tachycardia pacing (atp) therapy to be inappropriately delivered. It was noted that the rv lead is a non-boston scientific lead. Subsequently, a revision procedure was performed, where this crt-d was explanted, and the non-boston scientific rv lead was surgically abandoned. A new device and rv lead were successfully implanted as replacements. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the clinic due to beeping tones. During interrogation, it was discovered that the beeping alert indicated high out of range right ventricular (rv) lead pacing impedances were recorded. The presenting electrogram (egm) was reviewed and the rv lead was found to exhibit high pacing thresholds and high out of range pacing impedance measurements that were greater than 2000 ohms. Further review of the egm showed the device exhibited oversensing noise that led to two bursts of anti-tachycardia pacing (atp) therapy to be inappropriately delivered. It was noted that the rv lead is a non-boston scientific lead. Subsequently, a revision procedure was performed, where this crt-d was explanted, and the non-boston scientific rv lead was surgically abandoned. A new device and rv lead were successfully implanted as replacements. No additional adverse patient effects were reported.